Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message was confirmed based on the review of the archive data and during functional testing. The brake gap was worn out and unable to be adjusted to the specification, likely attributed to the age of the device, the device life expectancy is 5 years. The autopulse platform was manufactured in june 2019 and is over 5 years old. Based on archive data review, (ua) 17 messages were observed, thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the user advisory (ua)17 error message displayed during the run-in test. The brake gap was worn out and unable to be adjusted to the specification. The cabled drivetrain was replaced to address the issue. Following service, the autopulse platform passed the run-in test and load cell characterization test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported during patient use on a 41-year-old ,around 175 lb. Male patient, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message during set up. No compressions were performed by the platform. The autopulse did not reach target depth within specification. The crew switched to manual CPR. Manual CPR was performed for 30-40 minutes. The patient was in full arrest and stayed in full arrest. Return of spontaneous circulation (rosc) was not obtained. The patient was pronounced at lakeview hospital by the attending ER physician. According to the customer, the patient outcome was not related to the device, as the patient still received CPR throughout the entirety of the call.